Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-01414. It was reported the patient experienced ineffective stimulation. X-rays did not reveal any anomalies. However, surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-01414. Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 wherein the lead with model 3286 was explanted and replaced with different model which resolved the issue.